Event description:
It was reported that the lead was dislodged due to twiddler's syndrome. The lead could not be repositioned because it was too twisted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead body was wavy and slightly twisted.